Manufacturer narrative:
(B)(4).

Event description:
The customer reports: radial catheter was placed in the operating room by the doctor. When he had placed the catheter and went to remove the needle, it stayed in the patient's vessel. He put pressure on the area and was able to remove the needle. No patient injury or complication reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened ra-04220 set containing a radial arterial (ra) catheterization device for evaluation. Evidence of use was observed on the device. Visual examination revealed the entire needle cannula was separated from the needle hub of the ra device. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was visible in the needle channel of the needle hub when observed under magnification, although dried blood was observed in the hub. No adhesive residue was visible on the proximal end of the needle cannula under magnification. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The outer diameter of the needle cannula measured 0.03225" which is within the specification of 0.0320"-0.0325" per cannula product drawing. The inner diameter of the needle cannula measured 0.023" which is within the specification of 0.0226"-0.024" per needle cannula product drawing. The inner diameter of the needle hub channel measured 0.0350" which is within the specification of 0.0345"-0.0350" per needle hub product drawing. The needle cannula was able to fit into the needle hub but loose within the channel. A device history record review was performed on the needle cannula and hub and no relevant manufacturing issues were identified. The customer issue of the needle become separated from the hub of the ra catheterization device was confirmed during sample investigation. Microscopic examination revealed no traces of adhesive inside of the needle channel of the needle hub or on the tip of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed and no issues were found. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer reports: radial catheter was placed in the or by the doctor. When he had placed the catheter and went to remove the needle, it stayed in the patient's vessel. He put pressure on the area and was able to remove the needle. No patient injury or complication reported.